Manufacturer narrative:
The manufacturer previously reported received an issue related to a bipap device's sound abatement foam became degraded and allegedly caused the patient to have puffy eyes, red and irritated eyes, lung cancer, kidney infection. The patient has died. H6 section update. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused the patient to experience puffy/irritated eyes and pass away from lung cancer. The patient was hospitalized to receive medical intervention for lung cancer. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.